Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had an EKG on monday and had their stimulator turned up pretty high during the test (patient mentioned when they lay flat on their back, they could feel the stimulation vibrating their ribs and everything else). Patient said they were told after the EKG that they had afib, but patient said they had never had any issues before and wasn't sure if that diagnosis was accurate. Patient did an internet search and said they saw the stimulation could interfere with the ekgs, so they told the person who did the test and they said that wouldn't have anything to do with it and told the patient to start taking oral medication. However patient wanted to check on EKG compatibility. Agent reviewed labeling with patient and reviewed to turn stimulation off before the test. Patient said they already had another EKG scheduled and would make sure to turn stim off this time. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.